Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that they experienced high blood glucose level. Customer's blood glucose level was 403 mg/dl. Customer stated that they were having symptoms like thrust and keeps urination. Customer stated that insulin pump keeps asking for blood glucose level multiple times. Customer declined the troubleshooting for high blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The device will not be return for analysis.